Manufacturer narrative:
Field service technician evaluated device in consumer's home. The fst could not replicate the alleged incident. Consumer signed off that the unit is working properly.

Event description:
Caller alleges her mom (customer) had two mishaps with her scooter when it rolled over landing on top of her.

Event description:
Caller alleges her mom (customer) had two mishaps with her scooter when it rolled over landing on top of her.

Manufacturer narrative:
Device not available for evaluation. Will submit a follow-up investigation report should the device become available.